Event description:
It was reported to tyco healthcare/kendall on april 6, 2007, that a customer had a problem with a foley catheter. The customer states the balloon burst during inflation and is inflating unevenly.

Manufacturer narrative:
No sample is being returned for evaluation. Without a sample, it is difficult to confirm the reported defect. Furthermore, a valid lot number was not provided; therefore, the device history record could not be reviewed. Kendall healthcare is continually improving our products and processes to provide our customers with the highest quality products. Therefore, we have identified that one potential root cause for this defect could not be embedded particle of remaining silicone from the molding process. As a result, preventative actions are being initiated including improvements to the ballon mold cleaning process.